Event description:
It was reported that there was a left knee revised due to a broken femur that occurred from a patient fall.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.